Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited atrial oversensing causing inappropriate mode switch. No interventions were performed. The patient's condition was unknown.